Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not extend after the first attempt. The lead was noted to have high impedance. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and indicated stretching. (B)(4).